Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer called reporting he had diabetic seizures on two different occasions, due to dosing his medication based on his adc meter readings. The caller states he had seizures in 2006, and in 2007. The customer received a medical treatment of glucose gel, some orange juice and sandwich by a third party. The product has been requested back or investigation.